Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a maxforce tts balloon dilator and an alliance inflation syringe were used during an esophagogastroduodenoscopy (egd) procedure on a female patient on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, the balloon did not appear to inflate to the largest size as indicated by the labeling, and during the procedure, the balloon popped before it was fully inflated. The account confirmed there was no malfunction of the alliance inflation syringe used during the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a maxforce tts balloon dilator and an alliance inflation syringe were used during an esophagogastroduodenoscopy (egd) procedure on a female patient on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, the balloon did not appear to inflate to the largest size as indicated by the labeling, and during the procedure, the balloon popped before it was fully inflated. The account confirmed there was no malfunction of the alliance inflation syringe used during the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient is over 18 years old.